Event description:
It was reported to philips that the system had ippc issue. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use at the time of the event. The philips field service engineer (fse) inspected the system onsite and confirmed the ippc program error. To resolve the issue, the fse reinstalled the os and application in ippc. After this, the system was returned to use in good working order. The codes were updated based on the investigation outcome.